Event description:
A home patient (hp) contacted (B)(4) regarding their transfer set coming apart and disconnecting from the catheter during a manual exchange. The hp stated the transfer set fell on the floor they put it back together, but lost a large amount of fluid from the exposed catheter before reconnecting the transfer set. The hp stated he had not notified his nurse. The technical service representative (tsr) assisted the hp to end therapy. The tsr advised the hp to contact their nurse as soon as they hang up. There was no patient injury or medical intervention reported. A follow up with the nurse via a phone call was done. The rn stated the home patient (hp) has had their transfer set replaced and the old one was discarded. The hp was treated with prophylactic antibiotics. The hp has since continued therapy with no issues and no adverse events have resulted as a result of this issue.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.